Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to "advance forceps to biopsy or retrieval site, then open cups and advance into tissue to be biopsied or object to be retrieved. Using slight pressure on handle, close forceps around tissue or object. Note: it is not necessary to apply excessive pressure to cleanly excise tissue... Maintain gentle handle pressure to keep cups closed and gently withdraw forceps from site." The instructions for use include the following warning: "these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place." The instructions for use lists the following potential complications: "those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all captura serrated large forcep-spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forcep- spike. "While doing a biopsy of the esophagus, the forceps tore the tissue off and there was some bleeding. After the patient was discharged, the patient started experiencing some discomfort. The patient went to an emergency room. The patient had a chest x-ray revealing free air in the chest. The patient was diagnosed with a micro-perforation of the esophagus. The patient was admitted into the intensive care unit at the hospital and was treated with antibiotics. The patient did not require surgery."